Manufacturer narrative:
This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) women's hospital. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and was implanted with an advantage fit sling on (B)(6) 2013. As reported by the patient's attorney, on (B)(6) 2014, the patient underwent an exam and cystoscopy procedure due to suspected urethral vaginal fistula and incontinence. On (B)(6) 2014, the patient underwent repair of fistula surgery due to a diagnosis of mid-urethral fistula traversing through a diverticulum around the advantage fit sling. Moreover, on (B)(6) 2017, the patient underwent a procedure for closure of urethrovaginal fistula. Boston scientific has been unable to obtain additional information regarding the event to date.